Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to electively remove the abutment. The implanted device remains. This report is submitted on april 17, 2023.

Manufacturer narrative:
This report is submitted on march, 26,2023

Event description:
Per the clinic, the patient experienced an infection on the abutment site (specific date not reported) and subsequently was treated with antibiotic drops (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2023. It was also reported that the patient underwent skin revision during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on july 18, 2023.